Event description:
Event verbatim [preferred term] . The patient was hospitalized [hospitalisation]. The product could not deliver [device failure]. Suspected product quality issue [suspected product quality issue]. Case description: this serious spontaneous case from china was reported by a consumer as "the patient was hospitalized(hospitalization)" with an unspecified onset date, "the product could not deliver(device failure)" with an unspecified onset date, "suspected product quality issue(suspected product quality issue)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. On an unspecified date, novopen 5 would not deliver the medication and patient was hospitalized. The patient suspected product quality issue. Batch number of novopen 5 was unavailable. Action taken to novopen 5 was not reported. The outcome for the event "the patient was hospitalized(hospitalization)" was not reported. The outcome for the event "the product could not deliver(device failure)" was not reported. The outcome for the event "suspected product quality issue(suspected product quality issue)" was not reported. No further information available. This report includes a foreign device (novopen 5) that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation result: novopen 5 batch number : unknown. No investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission following information has been added: -investigation result updated. -annex b, c, d and g codes updated. -narrative updated accordingly. Final manufacturer's comment: 21-jun-2022: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. The clinical consequence due to technical complaint with novopen 5 or indication for hospitalization is unavailable for complete causality assessment. Batch number of device is not available (in spite of repeated efforts to find the same), no batch trend analysis or reference sample analysis performed. No confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". H3 continued: evaluation summary. Novopen 5 batch number : unknown. No investigation was possible, because neither sample nor batch number was available.